Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal hypoglycemic event while using the ilet, with device low and urgent low alerts reported and no carbohydrate treatment taken, after a prior evening meal announced as usual. Symptoms included sweating, shakiness, and disorientation, with a lowest reported glucose around 40 mg/dl and approximately one hour under 70 mg/dl. Outcomes included self-recovery without medical assistance or hospitalization. Investigation included complaint intake, user interview, and troubleshooting with education provided. Investigation of this case revealed no device malfunction reported and no identifiable external cause, and the event was characterized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.